Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection seemed unstable unless cable was held in place or pump was strategically positioned. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging equipment and working wall outlet, tried leaving adapter plugged in for extended time, then used different wall adapter, after which pump began charging normally and no further assistance was required.